Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approx 1 month ago. The vessels had moderate to severe calcification. It was reported that the final angiogram showed a stream of contrast coming from the contralateral limb. The physician believes the endoleak is either a type 3 fabric endoleak or a type 4 endoleak. The vessel calcification may have compromised the graft material. The physician decided to reline the contralateral limb with an aneurx iliac limb and the unk endoleak was successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval, results & conclusion: (calcified vessels).